Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was evaluated the reported issue was not observed. The device operated as intended. Delivery accuracy of 250ml/hr and 25ml tested in spec at 6 minutes 2 seconds or 99% of expected accuracy. Log review shows on (B)(6) 2024 and 11:53am a drug library selection of propof5 and 1.8ml/hr. At 11:55am new rate was set to 18ml/hr, but no infusion took place and at 11:59am pump was powered off. Preventative maintenance was performed.

Event description:
As reported by the user facility: pump was set to run propofol & had the correct dose, but ran at the incorrect rate on a patient, no patient harm occurred.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.